Manufacturer narrative:
Qn#(B)(4). Upon further review it has been determined that this MDR is a duplicate report of MDR# 3010532612-2024-00897. Thus, the initial MDR submitted on 23 oct 2024 should be retracted.

Event description:
It was reported that on "(B)(6) 2024 10 am, in the department of cardiovascular medicine, medical staff found that the aortic balloon counter pulsation pump of patient suddenly had a white screen and automatically stopped counter pulsation during the process, resulting in a drop in the patient's blood pressure, so they immediately replaced the spare machine and contacted the equipment section. The patient was reported as fine post the procedure." Associated complaints 3010532612-2024-00898 and 3010532612-2024-00897.

Manufacturer narrative:
Qn# (B)(4)

Event description:
It was reported that "on (B)(6) 2024 10 am, in the department of cardiovascular medicine, medical staff found that the aortic balloon c ounter pulsation pump of patient suddenly had a white screen and automatically stopped counter pulsation during the process, resulting in a drop in the patient's blood pressure, so they immediately replaced the spare machine and contacted the equipment section. The patient was reported as fine post the procedure." Associated complaints 3010532612-2024-00897.